Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 plastic behind the cutter started peeling of and even a part of the plastic came off. All particles were retrieved. No resistance was noted while inserting the harvesting tool into the cannula and the harvesting tool was not open (even slightly) during the insertion of the tool into the cannula. Another device was opened and the evh was completed. No additional incisions or procedures were required. No procedural delay. There was no adverse effect on the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the cannula or the intact c-ring. The heater wire on the harvesting device was observed to be intact with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The black sheath closest to the base of the jaws was observed to be peeled back, exposing the inner contents of the base of the jaws. The detached black sheath was returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000260653 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated sec- b4,d10,g7,h2,h3,h10,h11. Corrected the aware date g4 from 9/17/2022 to 10/19/2022 captured in the initial MDR 709484.

Event description:
N/a.